Event description:
Event verbatim (related symptoms if any separated by commas). Experiencing severe issues, which led to a rapid decline in his condition [general physical health deterioration]. Novopen4 malfunctioned [device malfunction]. Case description: this serious spontaneous case from india was reported by a health care professional as "experiencing severe issues, which led to a rapid decline in his condition(general physical health deterioration)" with an unspecified onset date, "novopen4 malfunctioned(device malfunction)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen 4: medical history was not provided. Patient purchased the novopen4 on (B)(6) 2025 and began using it on (B)(6) 2025. Unfortunately, on (B)(6) 2025, reported that his father was rushed to the hospital and admitted to the ICU due to complications caused by this defective product. After using the pen for just one day, patient began experiencing severe issues, which led to a rapid decline in his condition. Upon seeking urgent medical care, learned that the novopen4 malfunctioned, and this malfunction contributed to the critical condition that required patient to be admitted to the hospital for two days. This was an extremely alarming situation, as it not only endangered patient's life but also caused emotional and financial distress for family. Batch numbers: novopen 4: unknown. The outcome for the event "experiencing severe issues, which led to a rapid decline in his condition (general physical health deterioration)" was unknown. The outcome for the event "novopen4 malfunctioned (device malfunction)" was not reported.

Event description:
Case description: since last submission the following has been updated: expected date of follow-up report extended and further investigation added in EU/ca tab. Narrative updated accordingly.

Event description:
Case description: investigation results name: novopen 4, batch number: pvgdy04-1 no complaint sample was received for investigation; however, pictures and videos were received. The pictures and videos were examined but no conclusive investigation could be made based on them. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed and focused on defect/malfunction and miscellaneous. Nonconformity-related documentation was examined. No dv and nc was found in this batch. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission the following has been updated:(not yet submitted) investigation results updated device tab: is non reportable and malfunction fields updated EU/ca tab: final report check box ticked, expected date of follow up report removed device addendum: annex b c d g codes updated event assessment tab: company causality updated narrative updated accordingly h3 continued: evaluation summary name: novopen 4, batch number: pvgdy04-1 no complaint sample was received for investigation; however, pictures and videos were received. The pictures and videos were examined but no conclusive investigation could be made based on them. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch documentation was reviewed and focused on defect/malfunction and miscellaneous. Nonconformity-related documentation was examined. No dv and nc was found in this batch. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.

Event description:
Case description: batch numbers: novopen 4: pvgdy04-1. Since last submission the following has been updated: -batch number of novopen 4 added. -device addendum tab: device narrative updated. Narrative updated accordingly.